Event description:
During evaluation of a returned spectrum iq infusion pump, the device displayed "powering off close door" message when tried to close the door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device displayed "powering off "close door" message when trying to close the closed. A review of the event history log revealed "close door!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be loose upper link screw, which will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.